Manufacturer narrative:
(B)(4). On (B)(6) 2016 a pump jam occurred at 13:24:31. Sometimes when a pump jam occurs it can cause the pump to report "vmot voltage range error" and/or "display supply error", and sometimes it can cause the pump to reboot. Per the data log review, a review of the complaint database lists no similar complaints since the date the error had occurred. The field service representative (fsr) confirmed that no preventive maintenance (pm) was performed on (B)(6) -2016.

Event description:
During data log review, there was a 24 volt (v) direct current (d/c) "vmot voltage range" error with the roller pump. Potential behavior of error: red x, alarm audio. Roller pump will potentially operate outside predictable behavior, or reset.

Manufacturer narrative:
The reported complaint was confirmed. This could have been caused by over occlusion or improperly installed tubing. There was no way to tell from the data log if there was an actual hardware issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.